Manufacturer narrative:
(B)(4).

Event description:
The PICC line was placed in january. When the nurse tried to turn the patient the "lumen fell off because the nurses tried to flip the patient". It was reported the patient is "ok" and it was planned to place another line in the patient. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The PICC line was placed in january. When the nurse tried to turn the patient the "lumen fell off because the nurses tried to flip the patient". It was reported the patient is "ok" and it was planned to place another line in the patient.no patient injury or harm reported.